Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient programmer was not able to communicate with the implant. It was further stated that a poor communication screen with and without antenna attached was seen. Patient also reported that the device never worked for them so they stopped using the stimulator. Patient has an appointment for regular check up on (B)(6) 2018. There was not symptoms reported and no further complications were noted or anticipated